Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels five weeks ago. The husband felt that the insulin pump was not functioning properly. The husband stated that the doctor wanted the insulin pump replaced. Troubleshooting could not be performed because the buttons were not functioning. Advised the husband that the insulin pump would be replaced.